Manufacturer narrative:
This report is being supplemented to provide additional information based device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation and the customer's allegation was confirmed. Device evaluation found that the reported issue was due to a faulty charged coupled device. Additionally, other evaluation findings include the following: failed leak test due to a crack on the connector. Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding and/or perforation". The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported, the camera head image went black. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Event description:
It was reported, the camera head image went black. The issue occurred during preparation prior to sedation. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.